Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass, the load was caught and did not fire. The load was replaced and operated without intercurrent. There was no patient injury.